Manufacturer narrative:
No ge service was performed. The customer replaced the part and cleared the fault.

Event description:
The customer reported the image processing computer needed to be replaced. No patient injury was reported.